Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Oversensing due to noise was noted and during lead revision the physician damaged the lead. Low impedance and signal were noted and the lead was capped. The patient experienced no adverse consequences due to this event and the patient was in stable condition following the procedure.